Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with their sensor. Customer stated their sensor became detached from their body and a lost sensor alarm occurred. Customer's blood glucose was around 50 mg/dl. Troubleshooting found the sensor was bent upon removal from the customer's body. The sensor will be replaced. The sensor will not be returned for analysis.